Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device not communicating due to configuration issue. The technical support specialist was able to resolve the issue by changing a setting on the device. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a device not communicating. The customer reported that there was a delay in patient care and there was no harm in patient care. There were no adverse events or injuries reported based on this event.